Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012294299); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-2329 (lot: 0012294193); product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an aortic injury occurred from the implanted valve, evolutfx-29, leading to a suspected shunt. However, computed tomography indicated a ventricular septal defect (vsd) measuring 4-5mm, while a transesophageal echocardiogram showed a vsd measuring 9mm. The patient experienced a longer hospital stay and unexpected additional procedures, which included vsd repair and the implantation of a permanent pacemaker.

Event description:
Additional information was received that the physician believes that the lower edge of the valve frame tilted and pushed through the septum into the right ventricle (rv) causing the ventricular septal defect (vsd). There was no conduction disturbance noted post procedure. The permanent pacemaker implant was required due to the vsd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.